Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) they weren't charging their implantable neurostimulator (ins) and a power on reset (por) occurred. The por was cleared and the consumer was educated extensively on the importance of recharging. Following this the device was reprogrammed resulting in better coverage than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.